Event description:
The customer stated: "the image flashed white and then interrupted the x-ray. The x-ray was disabled for about 7 minutes which is the time to shut down and restart the system again. No pt injured occurred and the examination was finished.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.